Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the patient experienced muscle stimulation. Pulse generator interrogation found an increase in output settings due to the device entering into backup mode. The device could not be restored due to normal battery depletion. It was explanted and replaced on (B)(6) 2014.